Event description:
It was reported that during the preparation of a pulmonary vein isolation procedure, a faradrive steerable sheath clear exhibited air ingress. It was reported that air bubbles were visualized in the sheath. Notable air bubbles were noted in the aspiration syringe. Only the farawave catheter was inserted into the sheath at the time of the reported air observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during the preparation of a pulmonary vein isolation procedure, a faradrive steerable sheath clear exhibited air ingress. It was reported that air bubbles were visualized in the sheath. Notable air bubbles were noted in the aspiration syringe. Only the farawave catheter was inserted into the sheath at the time of the reported air observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath was returned for analysis.